Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air-in-line through the history log, but could not reproduce it during evaluation. Evaluation determined the cause to be a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that thee was no pt involvement.